Event description:
It has been reported to us that the physician felt resistance while using the guide catheter. The physcian was using the guide catheter with a 0.014" guide wire. The physician had completed the intervention and attempted to remove the guide catheter and felt resistance between the guide catheter and the guide wire. The shaft of the guide catheter kinked while it was being removed from the patient.